Manufacturer narrative:
Medical devices: model 3156 (2); scs lead; implant date: unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ((B)(6)) ipg was unable to establish communication with external devices and the ipg deemed inoperable. Reportedly, the patient did not charge the device for few years. Subsequently, surgical intervention was taken wherein the ipg was explanted and replaced with another model.

Event description:
The issue has resolved.